Event description:
Small splash of device's solution in the corner of a general surgeon's eye. The solution did not have the activator vial mixed in the solution at that time. She rinsed her eye thoroughly and talked to her ophthalmologist. No medical treatment was given. She states that she was wearing protective eye wear at the time of the splash but it somehow went over the top of the protective eyewear.